Event description:
An alarming issue was reported with the adc device. A caller reported that the sensor's alarm failed to trigger when the customer glucose was low and as a result, the customer experienced low blood sugar, dizziness, muscle tension, restricted field of vision, and a seizure. The customer was unable self-treat and was treated with dextrose by their relative and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected as it is unknown if the user was using android, ios, or a reader with a fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.